Event description:
It was reported that after a patient's vns implant surgery, the patient's heart rate began to change from 50, 60, and then to 40 bpm. The surgery reportedly went fine with no heart rate problems in the operating room. However, the patient's heart rate started jumping around in the post-anesthesia care unit (pacu). The surgeon reported that the heart rate jumping around was surgery related, but he was "not worried at all." He believed it was due to the patient being developmentally delayed, and "that is how he reacts." No interventions were planned, and it was reported that the pacu would monitor the patient. The surgeon reported that the patient is clinically fine. The patient does not have a pre-existing condition. The vns normal and magnet output current was not turned on. Diagnostics during surgery were within normal limits. Attempts for additional information from the surgeon were unsuccessful to date.